Event description:
According to the reporter: the device was taken out of tray and was loaded with the battery, adapter, and reload. The lights were normal, indicating three green and the status green when closed. The device was inserted into trocar and opened jaws. While attempting to position, the devices jaws were partially closed and fully articulated to the right. The surgeon then went to unarticulate and was unable to operate the device further. The blue lights appeared. The battery was removed and reinserted. The jaws opened but did not straighten. The device had to be pulled out of the trocar and device at the same time. The device was able to be straighten at the back table with the articulation knobs; but, the device would not articulate to left. Also holding both buttons would not straighten device.

Manufacturer narrative:
(B)(4).